Manufacturer narrative:
Serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing. A technical support specialist (tss) connected remotely to the enterprise server to investigate the reported issue. The tss accessed sql server management studio and verified system status by reviewing downtime indicators, confirming that no delays, disconnected states, or pending messages were present. The tss then logged in to the pharmacy enterprise system and the health system viewer and confirmed that no medstations were in a critical override state. A follow-up call was completed with the pharmacy technician and confirmed that all systems were functioning normally. No additional feedback or callback was received from the customer, and the support request was closed accordingly. The system functioned after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, user reported that the epic is having delay interfacing. Multiple order was not crossing, and they had to put it on critical override. Confirmed it was affecting two station edmain and greener. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.